Event description:
Same case as 2134265-2008-01926, 2134265-2008-01932, 2134265-2008-01927, 2134265-2008-01928, 2134265-2008-01929, 2134265-2008-01930 and 2134265-2008-01933. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted eight taxus express2 drug eluting stents, six 2.5x8mm stents, a 2.75 x 24mm, and a 2.5 x 12mm, to the left anterior descending (lad) artery and the second diagonal (dx) artery. No pt injuries or complications were reported. Plavix and aspirin were prescribed post procedure. Thirty four mos later the pt discontinued plavix and aspirin, due to an upcoming knee surgery. Six days post discontinuation of the medications, the pt presented with a thrombosis at the bifurcation of the dx and the lad. The dx was 100% occluded and the lad was 50% occluded. The pt was treated with balloon angioplasty. No additional pt injuries or complications reported. Pt status post procedure is noted as fine. Additional info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.